Event description:
It was reported to philips the ECG and spo2 waveforms were being displayed on the monitor while the heartstart mrx pads were not attached to the patient, but when a procedure was being performed on a patient, the message "pad adapter cable operation problem" appeared. The device was in use monitoring a patient and there was no adverse event to patient or user.